Manufacturer narrative:
H.6. Investigation: 1 sample was received. No photo was provided. One sample was received. It came in an open packaging blister. Visual inspection was performed. It has the plunger rod thumb press damaged. No defects or damages were observed in any other area. This would have happened during syringe assembly process. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe was broken. The following information was provided by the initial reporter: material no.: 302832 batch no.: unknown (provided 924053). It was reported the top of the syringe was broken off creating a very sharp edge. Verbatim: top of syringe was broken off creating a very sharp edge. The nurse almost cut her hand on it.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe was broken. The following information was provided by the initial reporter: material no.: 302832 batch no.: unknown (provided 924053). It was reported the top of the syringe was broken off creating a very sharp edge. Verbatim: top of syringe was broken off creating a very sharp edge. The nurse almost cut her hand on it.